Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the flow rate was low at 1.4 lpm during therapy on the arctic sun device. The patient's temperature rose during the cooling phase. The patient's temperature was 33.6c and the water temperature was 22.8c. The patient was on vecuronium per protocol, and there were no signs of shivering, infection, or seizures. With a manual check, the device cooled appropriately. The pads were disconnected and reconnected and the flow rate would not raise. The pads were exchanged and the flow rate rose to 2.5 lpm and the patient's temperature began to drop.